Manufacturer narrative:
After further review it was determined that the information reported in rr 3007566237-2017-03223 was a duplicate of the original filing, contained in this report. Rr 3007566237-2017-03223 was updated to reflect the changes and the merging of the information to this event. All of the event information is now being captured and reported in this event, and rr 3007566237-2017-03223 is no longer applicable to these allegations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were having a lot of soreness where the leads were placed. The patient was also having pain in the tailbone area where they were poked with needles. The consumer was advised to lower stimulation to see if that would help. It was unknown if the issue was currently resolved, but no further complications were reported. Additional information was received. It was reported that the patient had a trial device for interstim therapy on (B)(4) 2017. Patient stated that they had it immediately removed and since they removed the trial device, patient cannot walk. Patient noted that they were in constant severe pain and was on a cane. This was reported to be a sudden change in symptoms. Patient stated that all they do was cry all day. Patient reported that their hands were shaking. Patient reported that they had seen on line that a lot of other women were reporting this issue post interstim trial and there was a class action lawsuit. Patient stated that the trial experience was terrible from the beginning. Patient stated they put them in a room and told them to undress, was not given a gown to wear and then the manufacturer's representative (rep) came in and it was very embarrassing for them. Patient was recommended to contact their doctor's office that conducted the trial to report the symptoms. Additional information was received from a previous trial patient who had a trial on (B)(4) 2017. The patient stated that they are still not doing well, cannot walk without a walker, cane, or wheelchair, they have a lot of issues, and cannot walk. They have already seen their general practitioner, a vascular surgeon, and would see a neurosurgeon on tuesday. The patient stated that their legs are ¿mesiries¿ with pain and everything hurts. They have bad pain and cannot do anything in life anymore including cooking and cleaning and have a lot of pain at night. The issue began ever since they put the trial in and took it out. No further complications were reported/are anticipated. Information was received from a consumer¿s family regarding a trial patient. It was reported that patient had the trial and after the trial they could not walk. They were in ¿extreme leg pain and could not walk without a cane¿. There were no further complications that have been reported as a result of this event. Additional follow-up determined that the patient had the trial removed and that after the removal that is when the patient's walking issues started. The patient was in a wheelchair at the time of the call due to the leg pain. The patient was going to see a neurologist to determine if the issues were device related. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Additional information from the consumer reported that the patient had been trying to get in to see their managing physician. They said that the patient still could not walk and it seemed like it was nerve damage or something. They noted that the rep was present at the beginning to adjust the device. The consumer would follow up with information on the managing physician. No further complications were reported/anticipated.